Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system screen was identified as displaying a bios password blue screen. A field service engineer successfully replaced the image drive and performed system synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system encountered a request for the bios password at the station. The customer reported that the user was able to remove the medication from pharmacy. There were no adverse events or injuries reported based on this event.